Event description:
The lead was showing signs of fracture. Loss of sensing and capture were noted. The lead was capped and the pacemaker was explanted. There are no complaints against the pacemaker. The physician chose to remove it at that time to prevent another surgery in the near future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.